Manufacturer narrative:
The visx star chair was positioned in the patient loading position ("fully swung out") for use with the intralase femtosecond laser. The chair back is locked flat only when it is positioned under the visx laser and unintentional or intentional contact with the chair back switch while in the patient loading position may cause the chair back to rise.

Event description:
The surgeon reported that while preparing for a lasik procedure on a female patient, the back of the visx patient chair began to rise and would not stop. At the time, the chair was in position under the intralase femtosecond laser. The patient was pinned under the intralase and received multiple small lacerations over the right brow, the bridge of the nose and right cheek. The patient also had a lid haematoma, conjunctival swelling and hemorrhage, and corneal abrasion to the right eye. The patient required compressive bandages on the lacerations and follow-up for the corneal abrasion. During the follow-up exam the surgeon described the appearance of a cortical cataract which was not present prior to the injury. The dilated retinal exam was normal.